Manufacturer narrative:
(B)(4). Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported during a 2020 mobi-c survey the following questions and responses were provided by the surgeon. If any of four given indicators of potential adverse events had been observed between a specific period of time and the respondent chose, device removal. Patient diagnosis- cervical spondylosis with myelopathy, cervical disc degeneration. Event type, surgeon chose other, facet mediated pain. Asked to indicate the type of surgery performed, surgeon chose, following implant, patient had intermittent cervical pain with radiculopathy. Sent for medial branch blocks with adequate relief. Patient following the event described by surgeon as, improved. In response to question, was the event related to the device?, surgeon selected : probably not device-related: there is no reasonable possibility that the adverse event may have been caused by the device. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.